Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 448 mg/dl. The customer treated his high blood glucose level using the insulin pump after doing an infusion set change. The no delivery alarm was resolved with a complete set change. The customer was able to rewind and prime the insulin pump. The displacement and manual prime were successful and the motor error alarm did not recur. The device was not returned.